Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. B18- dcs, b20-valve. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice for re-positioning. On the third deployment attempt, the valve was positioned satisfactorily and was fully deployed. As the delivery catheter system (dcs) was being removed, the nose cone caught on the inflow of the valve and caused the valve to dislodge. The patient was stable. A second valve was advanced through the first valve and was implanted successfully. The patient remained stable. No additional adverse patient effects were reported.